Manufacturer narrative:
The adhesive patches (clear and/or white) may cause skin irritation or allergic reaction, which are known and anticipated potential adverse effect described in the eversense user guide "risks and side effects". The user does not have a history of sensitive skin. Symptoms appeared around 15-nov-2025, approximately three months after the first sensor insertion. The patches used were within their expiration date (24-oct-2027). No bandages, tegaderm, lotions, or creams were used on the area when the symptoms occurred. The patient consulted their hcp, who prescribed bepanthen cream. The patient is currently using the system. No further investigation is required for this incident.

Event description:
Senseonics was made aware of an incident where the patient experienced redness caused by white adhesive patches. The symptoms first appeared around 15-nov 2025. The patient consulted hcp who prescribed bepanthen cream.